Event description:
Boston scientific received information that the patient with this pacemaker complained of palpitations. A device evaluation was done and the presenting electrogram (egm) showed atrial pacing with rate smoothing which was conducting to the ventricle, and the intervals were near the maximum pacing rate of 120bpm. When the rate smoothing feature was turned off then the rate slowed. Boston scientific technical services (ts) reviewed potential feature interactions that could cause high rate pacing and discussed further programming options. The device remains in service, and no additional adverse patient effects or symptoms were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.